Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat venous insufficiency using the venaseal closure system, the patient experienced an allergic reaction to the cyanoacrylate. Local anesthesia was used, and hand compression was applied. The vein being treated successfully closed. Following the procedure, the patient was administered treatment to reduce and control the allergic reaction.

Manufacturer narrative:
Additional information: the great saphenous vein (gsv) was being treated. Only one leg was treated. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The initial delivery adhesive was at 5cm to the sfj. The venaseal protocol was respected during the procedure. The patient was treated with augmentin and corticosteroids maintaining it for 10 days with subsequent improvement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.